Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and motor error alarm from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer stated that she took injections for her high blood glucose readings. The customer stated that her pump kept alarming motor error when she rewound and put in a new infusion set. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. The pump also had a cracked reservoir tube lip.